Event description:
It was reported that air bubbles were observed within the infusion set tubing. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. Customer performed a supply change to address the issue.